Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had a power issue. The reporter indicated that the alleged meter issue started about 2 yrs ago. The reported mentioned that the meter had power but did not have enough "juice". The meter's battery was then removed at an unspecified date/time. The patient (the reporter's husband) has not been tested on another device. According to the reported, the patient has recently developed symptoms of excessive thirst and urination, and has been losing weight. The reporter denied that the patient received any medical intervention. The reporter did not have a replacement battery to troubleshoot the alleged power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began 2 yrs ago.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.